Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6)- (B)(4). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 26mm non-abbott balloon. The valve got fully re-sheathed 1 time due to the implant being too high. The final implant depth at non-coronary cusp (ncc) was 5.6mm and left coronary cusp (lcc) was 7.71mm. The post-procedure ekgs showed a complete heart block. A temporary pacemaker was placed on the same day. On (B)(6) 2026, a permanent pacemaker was placed. The patient was then discharged the following day.